Event description:
It was reported that the device displayed alerts for output circuit damage as well as aborted shock upon interrogation. The rv lead impedance had dropped and a low sensing was also observed. Both the ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.